Event description:
It was reported that the customer stated: "four hours after intubation, air leaked from cuff." "The patient was re intubated." "The tube was checked prior to use and it was ok; no patient injured."

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.